Event description:
The following has been reported: nurse reported: "blood tubing leaked when priming an rbc unit. The top of the cassette was cracked and blood leaked out. Patient harm: no. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.